Event description:
It was reported that this was a vessel closure with a prostyle device relative to a procedure. Reportedly, there was a sensitivity failure [device fragility] as a breakage occurred upon insertion. The method of hemostasis was not provided. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The break was confirmed as a material separation of the link. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely a material separation of the link occurred due to interaction with patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.